Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, hemostasis was not achieved after a 6f/7f mynxgrip vascular closure device (vcd) was used. The physician held pressure for 30 seconds after the device was deployed. There was no reported patient injury. Excess force was not applied during insertion, and the advancer tube was held in place while removing the balloon from the access site. There was no difficulty removing the device through the advancer tube, and the sealant was deployed to the proper location and done correctly without dislodgement. No visible bending or damage was observed in the distal end of the balloon shaft after removal, and the sheath was not kinked or bent upon removal. Vessel depth was not shallow. The intended procedure was diagnostic. The device was prepped and stored per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle, and the device was used in the superficial femoral artery (sfa). There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was not available to be returned for analysis; however, two (2) sterile 6f/7f mynxgrip vascular closure devices (vcds) involved in the reported complaint were returned for investigation inside sealed pouch bags. Visual inspection of both units showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with cordis mynx syringes detached from the units. The catheter sheath introducer (csi) was not returned for this evaluation. The sealants and advancer tubes were in their manufactured positions. The sealant sleeves were also in their manufactured positions, while the balloons showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation functional tests were executed, and no issues related to the reported event were observed, as the balloons of both units inflated and deflated as expected. Additionally, deployment tests were performed, and no issues related to device functionality were observed. The sealants were properly deployed, and the advancer tubes were advanced as expected after proximal retraction of the handles from the shuttle. The advancer tubes were fully removed over the balloons without any impediment or friction. The reported event of ¿sealant-failure to achieve hemostasis¿ could not be observed as the device was not returned for analysis. Additionally, the event was not observed through analysis of the sterile units as there were no issues noted and due to the nature of the complaint. The exact cause of the failure experienced could not be determined during analysis of the returned devices. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue, especially since there were no anomalies noted with the two sterile units received. However, patient factors, pharmacological factors and/or handling factors of the device are possible. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analyses of the sterile units, nor the information available for review suggest that the failure experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after a 6/7f mynxgrip vascular closure device (vcd) was used. The physician held pressure for 30 seconds after the device was deployed. There was no reported patient injury. Excess force was not applied during insertion, and the advancer tube was held in place while removing the balloon from the access site. There was no difficulty removing the device through the advancer tube, and the sealant was deployed to the proper location and done correctly without dislodgement. No visible bending or damage was observed in the distal end of the balloon shaft after removal, and the sheath was not kinked or bent upon removal. Vessel depth was not shallow. The intended procedure was diagnostic. The device was prepped and stored per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle, and the device was used in the superficial femoral artery (sfa). There was no presence of pvd or calcium in the vicinity of the puncture site. The device will not be returned for analysis, however 2 sterile devices will be returned for analysis.